Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring =500 mg/dl with urinary ketones and vomiting. The patient was reportedly hospitalized and treated with intravenous fluids. Troubleshooting performed by animas customer support revealed the following: the patient reportedly had a recent severe hypoglycemia, there was an issue with the quality of insulin used and the patient failed to bolus. The basal rate setting in the pump was adjusted by the health care provider. The patient reportedly discontinued insulin pump therapy and received insulin and the blood glucose level returned to within normal range. This complaint is being reported because the patient experienced serious injury while on insulin pump therapy associated with training/misuse, evidenced by failure to bolus.